Manufacturer narrative:
H4: the lot was manufactured from april 28, 2023, to may 01, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the bladder, which suggested a leak may have occurred. Due to the nature of the sample no further testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked from an unspecified location. The device was filled with linisol. This occurred during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.